Manufacturer narrative:
B5: the lens was explanted due to excessive vaulting, angle closure, blurred vison and glare/halos. The lens was well centered, angle closure, close to suture vault. The lens was exchanged for a shorter lens and the problem was resolved. Post-op the patient had an itchy eye but no vision complaints. H6: health impact- clinical code: 4581 - angle closure; suture. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.00/+1.0/108 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted and exchanged on (B)(6) 2020 due to being too long. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.